Event description:
It was reported pt lost stimulation completely despite increasing stimulation to the highest level possible. It was noted associated loss of clinical response. Physician stated on pt's x-ray there was evidence of significant entanglement of the lead just proximal to its connection with the implantable pulse generator (ipg). A lead fracture was suspected. It was noted there was no known trauma. The lead and implantable neuro stimulator (ins) were explanted and replaced. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)